Event description:
The user received questionable creatinine jaffe generation 2 (creatinine) results for two patient samples. Patient sample 1 initial result was above 4 mg/dl. The sample was repeated on (B)(6) 2011 and the result was below 1 mg/dl. No specific data was provided. The patient was admitted to the hospital for dialysis treatment. The receiving hospital tested the patient's creatinine and found the result was in the normal range. The patient did not undergo dialysis. The patient was sent home and was not adversely affected. On (B)(6) 2011, patient sample 2 was from a female patient. The initial result was 3.56 mg/dl and the repeat result was 0.65 mg/dl. It was unknown if the erroneous result for this patient was reported outside the laboratory. The patient was not adversely affected. The creatinine reagent lot number was 649670.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based upon the reaction kinetics provided for investigation, something, such as gel particles, interfered with the initial measurement leading to the falsely high result. It was noted the lab was not following the tube manufacturer's recommendation for centrifuging by only using 8 minutes instead of 15 minutes.